Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2010. Concomitant product: 4195 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that there was far field oversensing with the atrial lead. Therefore reprogramming of the atrial sensitivity was performed. It was noted that the patient is part of the system longevity study (sls.) The atrial lead remains in use. No patient complications have been reported as a result of this event.